Event description:
Nursing staff should be able to clearly see the markings on the endotracheal tube (ett) and determine correct placement by verifying the markings at the lip. In this incident, the ett markings appeared as if they were "rubbed off" but not known how that may have happened. Replaced ett. This has happened at least one other time in the last 3 months, with the same issue, that the markings have eventually come off. Device is available to be returned when we receive a pre-paid return label.